Manufacturer narrative:
Investigation: customer returned (1) bd blue/black safe-clip (used). Consumer reported 2 needles fell out of her safe-clip. She stated that it has room to dispose more needles. The returned safe clip device was examined and did not appear to have any external manufacturing defects. When the safe clip was shaken, however, cut cannula tips fell out of the device. It was noted that cannula would only fall out of the safe clip in the cutting position (when the cutter hole is open); when shaken in the closed position no cannula were observed to have fallen out. A DHR review was performed by the manufacturing site and there was no quality issues (nmr, CAPA, pa, etc) related to lot 6012398. After reviewing supporting documents included in DHR for lot number 6012398, no conditions such as the event reported in this complaint were registered during normal process. A teleconference was held with the manufacturing site to review the extended investigation and to discuss reportable events regarding the safeclip device.

Event description:
It was reported that the safe-clip experienced an inability to clip. The following information was provide by the customer: material no: 328235, batch no: 6012398. It was reported that the consumer encountered 2 needles falling out of her safe-clip. Verbatim: consumer reported 2 needles fell out of her safe-clip. She stated that it has room to dispose more needles. Sample available. Incident date unknown. Lot# 6012398.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the safe-clip experienced an inability to clip. The following information was provide by the customer: material no: 328235, batch no: 6012398. It was reported that the consumer encountered 2 needles falling out of her safe-clip. Verbatim: consumer reported 2 needles fell out of her safe-clip. She stated that it has room to dispose more needles. Sample available. Incident date unknown. Lot# 6012398.